Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported, she is unable to establish communication between her ipg and charger. It was also reported, the pt is without stimulation. The pt reported, she has not charged the ipg in 9 months as she has been pregnant. The pt was sent a replacement charger, which did not resolve the issue. In addition, the pt's programmer displays a communication error. The pt will consult with the physician as the next course of action.